Manufacturer narrative:
Follow-up #1: date of submission 03/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings:during investigation, moisture was found visible through the display lens. The pump powered on properly. The battery cap was able to fit for testing. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power issues occurred. A leak test was performed and failed due to a crack at the top right corner between the display lens and the pump seal. The pump was opened to find moisture throughout the pump casing including the power printed circuit board. The power complaint was not duplicated during the investigation. Unrelated to the original complaint, the cartridge compartment was cracked and a leak was not found at this location.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.